Event description:
It was reported that a large volume folfusor had a significant amount of fluid left after an additional 17hours of the expected time. The issue was noticed after patient use. The device was filled with 4888mg fluorouracil in 0.9% sodium chloride having a total volume of 240ml. The expected infusion time was 24hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.